Manufacturer narrative:
G4: 18sep2019; b4: 24sep2019. H11: the g4 date has been corrected to (B)(6) 2019 from the previous submission. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/07/2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported touch screen failure. There was no patient or user harm reported.

Manufacturer narrative:
Date received by manufacturer: 28sep2019. Date of report: 23sep2019. The service engineer confirmed the touchscreen was replaced and calibrated, tested the v60 and returned it to service. A touch screen assembly was returned for analysis. An investigation was performed and the ul_lr and ur_ll resistance and ul_lr/ ur_ll resistance ratio were on specification. No faults were found on this returned touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported touch screen failure. There was no patient or user harm reported.